Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to an infection occurred (B)(6) 2019. Humeral stem, glenosphere, humeral cup, glenoid baseplate were removed and replaced an antibiotic-impregnated cement spacer (non-fx). Primary surgery occurred (B)(6) 2017.